Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had healing issues. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132, s/n (B)(4): the device functionality test was performed to ensure the device integrity. No anomalies were found. Sc-2316-50, s/n (B)(4): the lead was cut, and the proximal tip was not returned. In addition, the cables were pulled and exposed. Cut damage to the device is a result of a typical explant procedure and it is not considered a failure. X-ray inspections found cable fractures at the kinked sections of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. Sc-2316-50, s/n (B)(4): the lead was cut, and the proximal tip was not returned. In addition, the cables were pulled and exposed. Cut damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-3400-30, s/n (B)(4): visual/x-ray inspections and impedance test were performed and found no anomalies.

Event description:
A report was received that the patient had healing issues. The patient underwent an explant procedure.